Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. A system check was performed by tandem technical support and no issues were identified. Reportedly, the customer changed the pump supplies to resolve the issue. Customers blood glucose ranged between 100-350 mg/dl.